Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. A philips field service engineer (fse) examined the system onsite and confirmed that the customer was unable to perform screening due to a grid switch issue. Upon troubleshooting on x-ray tube, fse found grid switch errors on small focus resulting in non-operative system. Replacement tube required. The defective part was sent for analysis, the grid switch failure was confirmed, the investigation showed an insulation problem between filament and cathode head that has led to the reported grid switch error. Grid switch failure is a known wear and tear failure mode of an x-ray tube at the end of its lifetime. However, to resolve the issue, fse replaced x-ray tube and calibrate system. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform screening due to a gridswitch issue. No harm has been reported to philips. Philips has started an investigation of this complaint.